Event description:
It was reported that "during a laparoscopy on an ovarian cyst, the bag broke during the removal of the surgical specimen through the trocar. The surgeon had to recover the specimen with pliers. Recovery of the bag was performed." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn # (B)(4). One customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU says that at large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. It was reported that the root cause of this complaint cannot be clearly determined because of unavailable defective device. As the root cause of these complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a laparoscopy on an ovarian cyst, the bag broke during the removal of the surgical specimen through the trocar. The surgeon had to recover the specimen with pliers. Recovery of the bag was performed." At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.